Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an intertrochanteric hip fracture (bone crack) occurred during insertion of screw. Surgeon coiled the bone with cable and completed the surgery.

Manufacturer narrative:
The associated complaint device was not returned. An investigation performed by our clinical medical team noted that a procedural/user related event cannot be excluded in this case. As a result of this bone fracture, it is reported that the surgeon utilized an alternate surgical technique. It is uncertain the impact to patient based on the information provided. No thorough analysis can be rendered at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.